Event description:
It was reported that a patient death occurred. A 27mm lotus edge valve was implanted in a patient. Nine (9) days later, the patient died. No further information has been made available.